Event description:
The customer reported via phone call that they received a low battery alarm. The customer reported a failed battery test alarm occurred after changing their battery. It was also found a battery out limit alarm occured. The customer reported the batteries were left out of the insulin pump for a greater duration than allowed. Customer's blood glucose was 160 mg/dl. Troubleshooting was not completed for the failed battery test alarm as the customer declined to check their battery compartment, spring and contacts for damage or corrosion. Customer was advised to monitor their insulin pump while a replacement battery cap was being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.